Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain as sting type") in an adult female patient who had essure (batch no. E36573) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), adverse event ("adverse events everyday that led to change life quality"), complex regional pain syndrome ("neuromuscular disorders (neuralgia dystrophia)"), myalgia ("muscular pain (legs, elbows, back, neck)"), insomnia ("insomnia") and fatigue ("fatigue"). The patient was treated with surgery (both essure removal is planned for (B)(6) 2019.). At the time of the report, the pelvic pain, adverse event, complex regional pain syndrome, myalgia, insomnia and fatigue outcome was unknown. The reporter provided no causality assessment for adverse event, complex regional pain syndrome, fatigue, insomnia, myalgia and pelvic pain with essure. The reporter commented: implants not tolerated, disabling and painful adverse events everyday that led to change life quality. Both essure removal is planned for (B)(6) 2019. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 29-jan-2019. The most recent information was received on 03-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain as sting type") in an adult female patient who had essure (batch no: e36573) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), adverse event ("adverse events everyday that led to change life quality"), complex regional pain syndrome ("neuromuscular disorders (neuroalgodystrophia)"), myalgia ("muscular pain (legs, elbows, back, neck)"), insomnia ("insomnia") and fatigue ("fatigue"). The patient was treated with surgery (both essure removal is planned for on (B)(6) 2019.). At the time of the report, the pelvic pain, adverse event, complex regional pain syndrome, myalgia, insomnia and fatigue outcome was unknown. The reporter provided no causality assessment for adverse event, complex regional pain syndrome, fatigue, insomnia, myalgia and pelvic pain with essure. The reporter commented: implants not tolerated, disabling and painful adverse events everyday that led to change life quality. Both essure removal is planned for on (B)(6)2019. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.